Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: manufacturing location: supplier ¿ flextronics america llc / inspected, packaged and released by: monument. Release to warehouse date: january 16, 2017. Part number: 312.730, adjustable parrallel wire guide. Lot number: 9972977 (non-sterile). Lot quantity: (B)(4). Nr was initiated at incoming final inspection because the receiving documentation did not have the gtin number documented on it so inspection was unable to confirm against what was etched on the parts. The gtin number was located in jde and the sqe verified the entire lot for gtin accuracy. The disposition of the nr was ¿release from hold¿. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied to flextronics by avalign dated december 9, 2016 was reviewed and determined to be conforming. Certificate indicates that this lot was accepted by flextronics via source inspection on december 13, 2016. Hardness specified at 40-47 hrc. Hardness certified at 42-44 hrc. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: the visual inspection confirmed that the movable guide pin is broken off. In general, the parallel guide present wear and grind marks at the top of the surface of guide body. The broken threaded tip is jammed in the returned knurled nut. Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. The broken surface is homogenous what indicates material conformity to the specification as well. Summary: the returned parallel guide was examined and the complaint condition was able to be confirmed. The investigation has shown that the the threaded tip of movable guide pin is broken of. The broken threaded tip is jammed in the returned knurled nut. The parallel guide present wear and grind marks at the top of the surface of guide body. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The visible signs, like wear and grind marks on the top of the surface of guide body, indicate strong applied mechanical force during tighten of the movable guide pin. Therefore we have to assume that simply too much applied mechanical force, well beyond its calculated design caused the breakage of the movable guide pin. This production lot (9972977) was manufactured in january 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Correction: b4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date a adjustable parallel wire guide broke during loan kit inspection. There was no patient involvement. No further information is available. This complaint involves one (1) device. This report is for one (1) adjustable parallel wire guide. This is report 1 of 1 for (B)(4).